Event description:
A 28mm diameter x 16mm diameter x 13.5cm length aneurx bifurcated stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm 2004. Aneurysm morphology is unknown. It was reported that the pt had severely tortuous arteries. It was reported that the pt's iliac bifurcation was 22mm on CT however a retrograde arteriogram demonstrated that the 16mm ipsilateral limb took up the full diameter of the aortic bifurcation. Wire access was lost and the physician was unable to regain wire access. The pt was converted to open surgical repair. No add'l sequelae were reported and the pt is reported to be fine.